Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to a newly received ilet bionic pancreas, with pairing initially failing while an older pump remained powered on; the user attempted to move the old pump out of range, and during the call the sensor successfully connected and the user began receiving readings. Symptoms included intermittent cgm signal loss with no adverse symptoms reported. Outcomes included restored cgm connectivity with no injury and no hospitalization. User support included troubleshooting and education performed by support personnel. Investigation of this case revealed that the initial pairing failure and signal loss were consistent with interference from another active device competing for the sensor connection, with no ilet hardware defect identified. It was concluded, based on previously established findings for similar reports, that user environment and device competition for the cgm signal were the most probable causes.